Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as high with high ketone levels of 7 mmol/l; cause was attributed to the customer's oversight in managing insulin therapy. Healthcare provider identified the ketone level as dangerous. Customer did not take action to address bg level. The customer was admitted into the emergency room, subsequently hospitalized, and treated with unspecified intravenous fluids, magnesium, and potassium tablets. Customer was released from the hospital on october 1st, 2025 with the issue resolved. Customer did not sustain any permanent damage. Customer acknowledged pump functioned as intended at the time of event.